Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrest and subsequently expired after the use of the product which was administered for dialysis treatment.

Manufacturer narrative:
Event dates were provided as the best estimates based upon the information that has been received. A follow-up will be submitted upon receipt of additional information. This is one of two device reports associated with this event.